Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search by lot did not identify an increase in complaint activity for the current issue. The ticket trending review did not identify any related trends for the product for the issue. Review of the device history record found no issue related to the current complaint. As part of troubleshooting, the customer rerun the sample on the same instrument with the same reagent. The rerun sample generated an acceptable result. Therefore, no unusual reagent performance was identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency with the total bilirubin reagent lot 64808uq08 was identified.

Event description:
The customer observed a falsely increased total bilirubin result generated on the architect c4000 analyzer for one patient. The customer repeated the sample which generated a lower result. The following data was provided: sid (B)(6) initial result = 414.7 umol/l, repeat result = 213.8 umol/l. Customer¿s reference range = 3.3-254.9 umol/l. Other results provided: direct bilirubin = 6.7 and 7.6 umol/l. Icterus = 287.4(3+) 296.5(3+). Hemolysis = 8.39(4+) and 8.21(4+). Lipemia = 0.86(1+) and 0.94(1+) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely increased total bilirubin result generated on the architect c4000 analyzer for one patient. The customer repeated the sample which generated a lower result. The following data was provided: sid (B)(6) initial result = 414.7 umol/l, repeat result = 213.8 umol/l. Customer¿s reference range = 3.3-254.9 umol/l. Other results provided: direct bilirubin = 6.7 and 7.6 umol/l. Icterus = 287.4(3+) 296.5(3+). Hemolysis = 8.39(4+) and 8.41(4+). Lipemia = 0.86(1+) and 0.94(1+) no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Correction to section d4 lot # should be 64808uq08.

Event description:
The customer observed a falsely increased total bilirubin result generated on the architect c4000 analyzer for one patient. The customer repeated the sample which generated a lower result. The following data was provided: sid (B)(6) initial result = 414.7 umol/l, repeat result = 213.8 umol/l customer¿s reference range = 3.3-254.9 umol/l other results provided: direct bilirubin = 6.7 and 7.6 umol/l icterus = 287.4(3+) 296.5(3+) hemolysis = 8.39(4+) and 8.41(4+) lipemia = 0.86(1+) and 0.94(1+) no impact to patient management was reported.